Manufacturer narrative:
H10: it was provided by the authorized service provider (asp) on 03/08/2023, that the reported issue was not duplicated. The asp confirmed error code 1124 (check vent: internal battery failed) in the device event log. Because the error was confirmed in the event log, the lithium-ion battery needs to be replaced as a preventive measure. In a good faith effort (gfe) response received on 03/08/2023, it as confirmed and clarified that the customer was provided with a v60 device as a replacement while the affected device is being serviced. The customer approved service of the device. The authorized service provider (asp) could not duplicate the reported issue. However, the asp confirmed the issue was in the event log. As a result of the confirmation of error code 1124 (check vent: internal battery failed), the asp replaced the lithium-ion battery as a preventative measure. The device was cleaned and running and function tests were conducted. The device was confirmed to be software version 2.30. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17686.

Event description:
Philips received a complaint by the customer on the v60 indicating that when the hospital powered on the device for the first time in a while, a "battery failed" alarm kept sounding during pre-use checking in a room. It was reported that there was no patient involvement at the time the issue was discovered. The sales representative stated that the hospital decided to stop using v60 devices inside the hospital and the device had, therefore, been left without connecting the power. The sales representative visited the clinical engineer (ce) and the device was replaced with another v60. However, the "battery failed" alarm continued to sound in the hospital, and although the power supply was plugged in, the issue remained. The investigation is ongoing.